Event description:
An administrator reported that the doctor was having problems with the disposable syringes and the cannulas in the paks during surgery. The cannula loosens up and during the flush, "it shoots out". The pt experienced a posterior capsule tear as a result of the event and a vitrectomy was performed.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).